Event description:
The facility representative reported a flogard infusion pump with a 66 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "f66" was confirmed during sample evaluation. The cause was due to a defective main battery, which was replaced to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.